Event description:
Legal counsel for patient reported patient underwent left hip revision surgery on (B)(6) 2007 and (B)(6) 2008, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, metal poisoning, metallosis, and elevated metal ions. Legal counsel further reported an initial right hip arthroplasty procedure on (B)(6) 2010. A review of invoice history confirmed the above referenced dates. Additionally, invoice history review shows initial total hip arthroplasty on (B)(6) 2006, and a revision procedure on (B)(6) 2008. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction. Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 10 of 18 mdrs filed for the same event (reference 1825034-2014-02587 / 02596, 02599 / 02606).